Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal hematoma. Time of malfunction/ae: after the procedure. It was reported that a physician trained in the use of the proglide device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Post procedure, the pt becomes hypotensive and was taken for a groin CT, which showed a small retroperitoneal hematoma. The hypotension was treated with a neosynephrine drip. During the evening, the hematocrit dropped and the pt was given 2 units of packed red blood cells. One day post procedure, the hypotension resolved. Three days post procedure, the retroperitoneal bleed resolved and the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.